Manufacturer narrative:
Physio-control further evaluated the removed system/memory pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr11.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control performed a clinical review of the reported event and determined that based on the evidence available, it is unknown if the reported device issue contributed to the outcome of the patient.

Event description:
The customer reported that their device did not charge defibrillation energy when pressing the charge button, during a patient event. The customer indicated that when they pressed the charge button, the screen on the device would go blank and the device would not charge defibrillation energy. A backup device was used with an unknown delay; however, the patient did not survive the event. Additionally upon device evaluation, it was observed that the device was intermittently locking up and rebooting.